Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was discolored/abnormal additive form. This event occurred 2100 times. The following information was provided by the initial reporter. The customer stated: "when opening the package and found that there were solid particles in the tubes of this batch. It was preliminarily believed that they were solid additives."

Manufacturer narrative:
Investigation summary: bd received 5 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. Per the specification for catalog 367921, the additive is powder. There is powder present in the sample tubes and the tubes in the photos. The clumping of the powder is a normal appearance to this additive. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tube there was discolored/abnormal additive form. This event occurred 2100 times. The following information was provided by the initial reporter. The customer stated: "when opening the package and found that there were solid particles in the tubes of this batch. It was preliminarily believed that they were solid additives."